Event description:
Caller reported (B)(6) 2014 inform ii neonate results of 32 mg/dl and 43 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.